Event description:
A surgeon reported that following intraocular lens (iol) implant surgery he is seeing something on the lens optic under slit lamp. He stated this may be a "possible glistening". Add'l info has been requested. There are two medical device reports associated with this event. This report is for the second iol.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. A photo eval was conducted and no determination could be made. The product investigation could not identify a root cause. There have been other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4)